Event description:
It was reported that "due to cold storage device could not be interrogated and implanted." It was further reported that when interro gating the device in a warm surrounding prior to implant, interrogation worked however, showed a voltage of 2.72 volts and the information "replace pacer". The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).